Manufacturer narrative:
Medtronic evaluated the device and observed proper operation during functional and performance testing. The device was returned to the customer.

Event description:
As reported to medtronic, hosp staff responded to a cardiac arrest. Defibrillation electrodes were attached to the pt and 2 shocks were delivered to the pt. The staff did not believe the device delivered the shock to the pt as the pt did not jump or respond as expected to the defibrillation shock. A back up device was obtained, the defibrillation electrodes were replaced and add'l shocks were delivered to the pt. The pt was not resuscitated.